Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received watchdog timeout alarm on their screen, prior to the display going blank. The customer also states there is a beeping coming from the pump. The customer's blood glucose level at the time of incident was 317mg/dl. The customer states they took a shower and believe moisture may have gotten into the pump. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic stack. Unable to perform the displacement, rewind, rewind, basic occlusion, occlusion, prime, excessive no delivery, operating currents and self tests. Unable to confirm any alarms due to the blank display. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.